Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, following an intraocular lens (iol) implantation, the patient had glistenings, slipped lens/the lens was dislocated into the sulcus and also he was unable to see well. The lens was exchanged for an another iol approximately after 5 years following the initial implant procedure. Additional information was requested.